Event description:
During an endoscopy procedure, a cook quantum ttc esophageal balloon dilator was used. Once in contact with the pt, leakage was noted during inflation of the balloon. The rptr explained this has happened on multiple occasions. The medical facility was contacted again on (B)(6) 2012. In regards to this report, a qd-18x8 balloon was used first and leaked. The physician decided to use a qd-20x8 however, this balloon also leaked. Another balloon was used to complete the procedure. The medical facility indicated this type of occurrence has happened a total of 5 times but the dates of the occurrences are unk. A section of the device did not remain inside the pt¿s body. The pt did not require any add¿l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The five (5) occurrences discussed are organized in the following manner: qd-20x8: mdrs 1037905-2012-00546, 1037905-2012-00547 and 1037905-2012-00548. Qd-18x8: mdrs 1037905-2012-00549. Investigation eval: a product eval was not performed in response to this report because the product said to be involved was not provided to cook for eval. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for eval. A definitive cause for the reported observation could not be determined. The rptr was unable to specify if the balloon was lubricated prior to advancement through the accessory channel of the endoscope. The instructions for use direct the user to apply a lubricating agent to the balloon to facilitate passage through the endoscope. The instructions for use direct the user to apply negative pressure to the catheter to facilitate passage through the endoscope. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. Prior to distribution, all lots are subjected to a test that measures the outer diameter and pressure. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk results as post market feedback continues to become available.